Event description:
The customer reported that there was no non-invasive blood pressure alarm (nibp) occurring at the classic piic (central monitor), when the alarm was active on the bedside monitor. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.